Event description:
During a coronary drug eluting treatment procedures the stent was damaged. After the physician withdrew the guide catheter it was noticed that the struts of the 3.5x16mm taxus liberte drug eluting stent were bent. It was reported that the pt was in good condition. This product is only ous approved but it is similar to a marketed us device.